Manufacturer narrative:
Received 1 used silicone catheter only. The reported event was unconfirmed, as the problem could not be reproduced. No visual defects were observed along the catheter. Per functional evaluation, the catheter balloon was inflated with air using a syringe and no resistance to inflate and deflate the balloon was noted, then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe, no resistance to inflate and deflate the balloon was noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "the following instructions are indicated: visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the deflation of the balloon was prolonged. The complainant stated that while the syringe was connected, water ejected from the balloon without the plunger being pulled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the deflation of the balloon was prolonged. The complainant stated that while the syringe was connected, water ejected from the balloon without the plunger being pulled.